Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The surgeon attributed the bleeding to fragile pulmonary artery tissue due to the patient's underlying disease condition. A review of the site's system logs for the reported procedure date found there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps was used on the reported procedure date and had 3 remaining uses. It was subsequently used until its last use on (B)(6) 2023. A site review was performed and no complaints against this product have been received. Section d10 - concomitant product: maryland bipolar forceps (part number: 471172-17/ lot number: k12220815-0050).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred while the surgeon was dissecting near the pulmonary artery (pa). The intuitive surgical, inc. (Isi) clinical sales representative (csr) was present during the surgical procedure. The surgeon explained that the lung was being manipulated while trying to avoid the pa during dissection using the maryland bipolar forceps, but bleeding from the pa occurred. The surgeon attempted to control the bleeding robotically using unspecified methods; however, the bleeding could not be controlled and the procedure was converted to an open thoracotomy. The patient was transfused with over 10 units of packed red blood cells. The pa was repaired with sutures and the lobectomy was successfully completed during the open procedure. The surgeon later stated that the bleeding event was attributed to the patient's anatomy and underlying disease condition, which resulted in the surrounding tissue and the pa tissue being fragile. The patient reportedly had no adverse sequelae and no post-operative complications. The surgeon reported that there was no unintuitive motion noted, and there were no issues or malfunctions with the davinci system, instruments or accessories.